Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) over 500 mg/dl with frequent thirst, nausea, and trace ketones. Patient was treated in the emergency room with insulin injections and IV fluids. The reporter was unwilling to troubleshoot and attributed the bg excursion to signs/symptoms of a concurrent illness. Customer support referred the patient to a health care provider for diabetes management. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be rule out as a contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.